Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the charger/modem was resetting and unable to charge battery packs. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the y1 crystal oscillator was open on the bedside pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the open y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was producing battery charger faults.